Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call on (B)(6) 2018 getting a recurring failed battery test. The customer¿s blood glucose level was 118 mg/dl at the time of the incident. Troubleshooting occurred but was unable to resolve the issue. The device will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies. Unable to verify failed battery test due to blank display. Device received with corroded battery tube and corroded motor home switch.